Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past 2 to 3 weeks. While on the phone with customer support, the patient attempted to change the cartridge and reported that the ok keypad button became stuck and dispensed all the insulin out of the cartridge during the prime step.